Manufacturer narrative:
Patient demographics (date of birth, age at time of event, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a case, as the surgeon was passing fibertape with the fastpass scorpion, the tip of the surefire scorpion needle (lot: 10136420, line 203995) broke off and was not able to be retrieved. No further details. Patient is a (B)(6) male. Dob: (B)(6) 1970. Follow-up investigation:the event happened during a rotator cuff repair. No x-rays were taken to confirm the location of the broken tip. Mating device - ar-13999mf, lot number not provided/known.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This a follow-up submission due to device evaluation. Device history record review revealed nothing relevant to this event. The failure mode could not be determined but the broken needle point condition is consistent with passing the needle through challenging tissue (thick or calcified) or hitting bone. The buckled needle strip condition is typically caused by the device skiving under thick tissue or distorting distally under the jaw. The distal end of the nitnol point demonstrated minimal scrape marks, indicating the device was not fired excessively. The mating part (instrument) was not returned or identified. Confirmed the needle strip thickness and width dimensions to be within specification. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a case, as the surgeon was passing fibertape with the fastpass scorpion, the tip of the surefire scorpion needle (lot: 10136420, line (B)(4)) broke off and was not able to be retrieved. No further details. Patient is a (B)(6) year old male. Dob: (B)(6). Follow-up investigation:the event happened during a rotator cuff repair. No x-rays were taken to confirm the location of the broken tip. Mating device - ar-13999mf, lot number not provided/known.